Manufacturer narrative:
The customer's report was observed and evaluation of the device found that incorrect software was loaded into the device. The fault was cleared by reloading the software, indicating that the fault was caused by an unsuccessful software upgrade. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.